Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with clear foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration, no bubbles were observed. The actuation and cut functionalities of the returned probe were unable to be tested due to the inner cutter was observed to be broken at the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the reported events. The actuation and cut functionalities of the returned probe were unable to be tested due to the inner cutter was observed to be broken at the port. The observed broken inner cutter could be a potential contributor factor for the reported of poor cutting at the time reported event was observed. How and when the inner cutter became broken cannot be determined from this evaluation; therefore, the exact root cannot be determined. The reported bubbles from port and aspiration failure was not confirmed, the reported cut failure was unable to be confirmed, an exact root cause for the broken inner cutter port could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that poor aspiration caused poor cutting of the probe during surgery. It was also reported that there was no aspiration from the beginning of use, only air bubbles coming out from near the port. There was actuation. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).